Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4155078. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that q-syte septum was damaged and leaked. The patient is a woman who was admitted to the hospital on (B)(6) 2026 due to ¿chest tightness and shortness of breath for more than 1 month¿. She underwent a heart valve surgery on (B)(6), and after the surgery, she was transferred to the ICU. One femoral artery tubing, one radial artery tubing and one right internal jugular vein were brought in. The radial artery tubing was connected to a septum connector for arterial blood collection. (B)(6) 10:00 when arterial blood collection was performed, the soft rubber ring at the septum connector was found to be collapsed and leaking blood, and could not be used, so it was replaced immediately.